Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. While using the vizigo sheath the hemostatic valve was leaking after the dilator had been introduced. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-mar-2022, bwi received additional information regarding the event. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. There was blood return was observed. Patient hemodynamics were compromised due to bleeding and the approximate volume of blood that was lost is unknown. Additionally, the product investigation was subsequently completed. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device and the shaft was bent. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A root cause for the bent shaft could not be determined, however, based on the information available this condition occurred outside the manufacturing facilities. A device history record evaluation was performed for the finished device number 00001861 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-apr-2022, bwi received additional information indicating that the patient¿s hemodynamics were not compromised. The patient did not require blood pressure management. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).